Event description:
It was reported to the manufacturer by the end user, per the end user, "patient was laying on her side and fell out of bed." No injuries were sustained. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.